Event description:
It was reported that the programmer will not power up. The patient replaced the power cord and tried a different outlet, but the situation was not resolved. It was suggested to remove the rf head, touch pen, and network card. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer would not power up. Power supply found out of electrical specification.